Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for prolactin on a roche analyzer. The sample resulted as 28.58 ng/ml when tested on the roche analyzer and this value was reported outside of the laboratory. The sample was repeated on a siemens instrument, resulting as 18.8 ng/ml. The 18.8 ng/ml was the clinically expected result for this patient. The patient was not adversely affected. The roche analyzer model was asked for, but not provided. The serial number of the roche analyzer was (B)(4). The customer tested three additional patient samples on roche analyzers, including an e601 analyzer. The data from these samples were not used for diagnostic purposes. These samples were repeated on (B)(4) centaur and (B)(4) analyzers. The results from the roche instrument were higher when compared to results from the other 2 competitor methods. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. From the sample results provided, the contribution of macro-prolactin within these samples is possible. The presence of macro-prolactin can be also concluded from the fact that the centaur results were the lowest. No issues could be seen with calibration and control results. It is assumed that the result difference is caused by sample-specific differences seen by different assays. In order to rule out the presence of macro-prolactin, it was recommended for the customer to perform a polyethylene glycol (peg) precipitation of the samples as outlined in the package insert. The customer was not able to perform the peg precipitation.